Event description:
It was reported that the fiber was not recognized by the laser. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the fiber was not recognized by the laser. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece and there were no defects along the length of the fiber body. The complaint was not confirmed. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. The impact code of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed are defined in the risk review and are known inherent risks of the device.